Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection silicone was observed. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. The samples underwent these same tests and found the syringe was above specified limits. A device history review was performed for the reported lot 2402101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Retained samples of the reported lot were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. While we cannot identify a direct issue, it is likely this incident occurred during the siliconization process as a result of the syringe remaining under the dispenser and excess silicone dripping into the product. Since the device records do not indicate any issue, a definitive root cause cannot be identified at this time. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. A project has been initiated to further review our silicone process. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
I am a pharmacy technician working at the (B)(6) hospital in (B)(6). Please could I advise you of an issue we have observed in the following syringes: re 50ml bd plastipak syringe lot number 2402101 expiry date 31/01/2029. When withdrawing the plunger excessive silicone lubricant is seen on the top of the barrel of the syringe. Please see attached photograph. Additional information: what is the date of event? 14/05/2024. Was there any patient harm due to the event? No.